Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins battery d ID not seem to be lasting as long. The patient stated that they would usually charge every three weeks, but the last two times, the battery would be gone in a week and a half without them using the device. It was noted that the patient hadn¿t made any setting changes to their device. The patient also reported that a power on reset (por) error code was displayed on the external device, which first appeared about three days prior to the date of this report. It was also noted that the patient had not been around any electromagnetic interference (emi) that may have led or contributed to the issue. During the call, the patient was able to clear the informational por and turn the ins back on. It was noted that troubleshooting resolved the issue. No symptoms were reported. No further complications were reported/anticipated. Indications for use are radiculopathy and non-malignant pain.